Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's registered nurse (rn) reported that a fresenius combiset bloodline caused increased air in the chambers, a blood leak and arterial pressure, venous pressure and trans-membrane pressure (tmp) alarms. Upon follow up, the clinic manager (cm) said that the machine, a fresenius 2008t machine, alarmed appropriately with venous pressure, arterial pressure and tmp alarms. A fresenius dialyzer was also in use. There were no issues noted during priming. There were no loose connections, there were no changes in pressure or blood flow rate during treatment. The cm said that he was not aware of any blood loss and that there were no incident report filed for blood loss. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no patient serious injury or medical intervention required due to this event. Neither the actual complaint device nor a companion sample are available to be returned to the manufacturer for evaluation.